Event description:
The patient called and reported that their implantable cardioverter defibrillator (ICD) went dead. Shortly after the left ventricular (lv) lead was implanted in (B)(6) 2009. The lead stopped working and was reprogrammed four times. The lead was eventually removed and replaced with a new lead. The patient also noted that from that procedure they had a hematoma, internal bleeding, and a lot of pain. The patient is concerned that the ICD is not working right and wanted their medical records of device checks done. The patient did state that they have discussed this with their physician and has had a device check done. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk ICD implanted: (B)(6) 2009. A 407645 lead, implanted: (B)(6) 2009. (B)(4).